Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific provided the following information: it was reported that this lead was capped due to impedance issues, low amplitude, high pacing thresholds, and impedance trending upward. A fracture is suspected. The lead was capped and replaced.

Manufacturer narrative:
Upon receipt, the lead under complaint was found cut approx. 15 cm distal to the is-1 connector pin into two segments. Only the proximal fragment was received for analysis. It is reasonable to assume that the lead was cut during the extraction procedure. The returned lead fragment was visually analysed. A severe abrasion mark was found 9 cm distal to the is-1 connector pin, which is assumed to be the root cause of the reported impedance issues. Based on the characteristics, as well as the location of the damage, it is reasonable to assume that the lead was subject to excessive mechanical forces as the result of interaction with the generator housing. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.